Manufacturer narrative:
The device was returned as part of the asset return process which found water tightness is lost due to deformation of the up/down knob and right/left knob, up/down knob cannot be locked securely due to wear of forceps elevator lever, adhesive on bending section cover has wear, and connecting tube has a buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, white foreign material was found. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to remove the linkage to recall (notification z-0334-2024) as it was linked in error in the initial medwatch submitted. (H7) if remedial action initiated, check type - remove notification selection. (H9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - remove z-0334-2024 reference number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined what the foreign material was. Due to the leakage from the right/left angulation control knob and the up/down angulation control knob identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.